Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the location tab on the back of the slip ring was missing from the remb handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Degradation due to autoclaving, dropping the device, or an impact force are known to contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the location tab on the back of the slip ring was missing from the remb handswitch. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.